Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 25 g x 1 1/2 in. Bd eclipse needle was used to perform a stereotactic (mammogram) biopsy. The user was freezing the breast and the freezing needle detached inside the patients breast. The technologist and doctor attempted to retrieve the needle with x-ray and ultrasound but with no success. The patient required surgery to have the needle removed.